Event description:
Procedure: unspecified "abdominal day surgery." According to the information as communicated to the co by the pt's attorney, a surgeon used an unspecified "endo-gia" stapler to close the pt's initial wound. While the pt was in the post-op unit, she progressively felt something was wrong and began having problems and severe pain as time went on. Subsequently in the afternoon, a few hours after the initial day surgery, she was taken back into the operating room with extremely low blood pressure and an emergency operation thereafter was done. It was discovered that the staple line had allegedly severely leaked, causing her gut to fill with several liters of blood. This required not only emergency surgery but an extensive scar as a result of the allegedly leaking staple line.